Event description:
It was reported that, after coronary bypass surgery, the right ventricular (rv) lead exhibited undersensing and diminished sensing. A micro-dislodgement was suspected. It was also reported that the right atrial (ra) lead exhibited high thresholds, no capture, and undersensing. Both leads were repositioned and remain in use. No patient complications have been reported as a result of this event.